Manufacturer narrative:
Eval summary: the product was not returned for analysis. Product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the mfg documentation. No root cause could be determined. Attempts have been made to obtain add¿l info. A completed questionnaire was received on 07/05/2012. (B)(4).

Event description:
A tech reported that following intraocular lens (iol) implant surgery the iol was exchanged. Add¿l info was received from the surgeon, who reported the iol was exchanged due to the pt¿s blurry vision. He stated the iol did not cause or contribute to the event.